Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother had reported via phone call of issues with the customer's insulin pump. The mother states tow of the sets had issues. One of the set was bent and the other was not delivering insulin. The customer's levels had gone up in the 400mg/dl range. It was reported that the customer was unable to be reached and voicemail was left.